Manufacturer narrative:
Additional information was received that the actuator in the expiratory valve was calibrated. This would not cause insufficient o2 but insufficient ventilation due to pressure issue. Therefore, there was no reportable malfunction.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient o2 during pre-use checkout. There was no patient involvement.